Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had passed out and presented in the emergency room. Upon interrogation, the pulse generator exhibited output anomaly. The device was reprogrammed successfully. The patient was in stable condition and would be monitored closely.